Manufacturer narrative:
In the initial report, the UDI number given was incorrect. The UDI field has been updated to reflect the appropriate UDI number. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Concomitant products: st. Jude medical sl0 sheath, lot number unknown. Manufacturer's reference number: (B)(4). The returned catheter was visually inspected, and the pebax was found damaged with the internal components exposed. The catheter was evaluated for electrical resistance, and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the catheter tip, creating an intermittence of temperature. Per this condition, scanning electron microscope (sem) analysis was performed, showing evidence of scratches, stress marks and mechanical damage on the surface of the pebax. It is possible that the damage was caused by contact with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaint has been verified, but the root cause of the damage remains unknown. There is evidence that the device was manufactured in accordance with documented specifications and procedures. The thermocouple failure is detectable in production, mitigating a device exhibiting this failure mode from reaching the customer. However, in spite of the controls in place during the manufacturing of a device, inadvertent polyurethane wicking on thermocouple wires can cause them to break in the field or during a procedure because of catheter fatigue. This is an inherent limitation of the design. This failure does not represent any patient safety impact.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where the temperature values would not display. Prior to the procedure, the catheter was plugged in, and it was found that there was no temperature reading. A cable change and system reboot did not resolve the issue, so the catheter itself was changed. The case then continued without any patient consequences. If there is no temperature reading from the catheter, ablation cannot be performed. The potential that this can cause or contribute to an adverse event is remote. As a result, this is not an MDR reportable event. On 7/27/2017, the biosense webster failure analysis lab discovered that the returned device had a damaged tip, resulting in the exposure of the internal catheter components. There was no noted difficulty during the removal of the catheter from the patient¿s body. The damage was not noted prior to use of the catheter, but was noticed prior to sending the catheter back for analysis, upon withdrawal from the patient. A st. Jude medical sl0 sheath was in use. Exposure to the internal catheter components creates a critical risk of thrombus. As a result, this event is MDR reportable. The awareness date has been reset to 7/27/2017, the date of the reportable finding.